Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A review of the device history record and product release decision control sheet of the involved product code/lot number combination was conducted with no relevant findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported there was a connection on the oxygenator that was stuck together. The problem occurred during setup. It was not able to be removed/disconnected. It was the line coming off the bottom of the oxygenator. There was no reported blood loss. The product was changed out, and the surgery was completed successfully.

Manufacturer narrative:
The actual device was retuned for evaluation. Visual inspection revealed the detachable connector on the sampling line tube on the arterial side had a red tape attached around it. It had some scratches which appeared to have been generated with forceps. There was no other anomaly on the remainders of the device. An attempt was made to detach the connector. It was found to be able to get detached into the male luer part and female luer part by hand with no difficulty. The male luer part and female luer part were inspected with the naked eye and under magnification. No anomalies were found other than the scratches. The luer taper of the connector was checked for the angle and the dimensions at the joint part, and was verified to meet the manufacture specification. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Based on the investigation, the device connector was able to be detached by hand with no difficulty, therefore the complaint could not be confirmed.